Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or duplicate the reported power off issue. The cause of the reported power issue could not be determined. The device was archived and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.